Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient had a primary total hip replacement (B)(6) 2016. She subsequently dislocated twice. Surgeon scheduled her for a revision. Patient was brought to the operating room. Components were well positioned. She could not be dislocated under anesthesia. Surgeon changed the head and converted the liner to an mdm. The patient was stable and the operation was completed successfully.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event could not be confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been 2 other events for the lot referenced, however, they are for the same device implanted in the same patient. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Patient had a primary total hip replacement (B)(6) 2016. She subsequently dislocated twice. Surgeon scheduled her for a revision. Patient was brought to the operating room. Components were well positioned. She could not be dislocated under anesthesia. Surgeon changed the head and converted the liner to an mdm. The patient was stable and the operation was completed successfully.